Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2025-00074.

Event description:
It was reported that a revision surgery was performed to address a patient¿s construct that broke down at t2 and c4 (the rod was not secured on the screw shanks). During the surgery, the surgeon noticed that the tulip heads of two virage screws popped off.this is report two of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3 and h6: component code. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the lower housing on the tulip has fractured, resulting in the screw disassembling. Root cause: a scar was opened for further investigation. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address a patient¿s construct that broke down at t2 and c4 (the rod was not secured on the screw shanks). During the surgery, the surgeon noticed that the tulip heads of two virage screws popped off.this is report two of two for this event.